Event description:
A caller reported experiencing cartridge alarm 20 with their pump, although it did not cause the customer¿s blood glucose level to exceed 500 mg/dl (27.7 mmol/l). To address the issue, tandem technical support arranged to replace the customer's pump and ensured the customer would temporarily use multiple daily injections as a backup therapy to maintain insulin delivery. The support team confirmed the shipping details, instructed the customer on returning the faulty pump, and provided guidance for transitioning to the replacement pump.